Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited small r-waves and noise in the previously used secondary sensing vector after implantation of a left ventricular assist device (lvad). Primary showed all r-waves marked as noise and the alternate vector had small r-waves and intermittent double counting. Technical services (ts) was contacted, and ts discussed options with the field representative. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating the s-ICD delivered an inappropriate shock due to oversensing of noise. Subsequently, the s-ICD was explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD), and the electrode was surgically abandoned. No additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited small r-waves and noise in the previously used secondary sensing vector after implantation of a left ventricular assist device (lvad). Primary showed all r-waves marked as noise and the alternate vector had small r-waves and intermittent double counting. Technical services (ts) was contacted, and ts discussed options with the field representative. The s-ICD system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction to field h6: impact codes.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited small r-waves and noise in the previously used secondary sensing vector after implantation of a left ventricular assist device (lvad). Primary showed all r-waves marked as noise and the alternate vector had small r-waves and intermittent double counting. Technical services (ts) was contacted, and ts discussed options with the field representative. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating the s-ICD delivered an inappropriate shock due to oversensing of noise. Subsequently, the s-ICD was explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD), and the electrode was surgically abandoned. No additional adverse patient effects were reported.